Manufacturer narrative:
Product event summary: product ID# mc2avr1 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc2avr1- delsys the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full delivery system was returned with the device intact in the device cup. There were no anomalies found with the distal edge of the device cup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high undefined impedance and no capture after multiple deployments. The leadless ipg was attempted/not used and replaced. During implant of the second device, after removal of the delivery system, the patients blood pressure started dropping. An echocardiogram was called and it was determined the patient had a pericardial effusion and tamponade from a cardiac perforation. A pericardiocentesis was performed and the patient stabilized. The leadless ipg was implanted with the drain was left in place and the patient was sent to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (B)(6). D9: yes, return date: (B)(6) 2025. H3: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.